Manufacturer narrative:
Qc was low, outside of lab-established ranges. After troubleshooting resolved the issue, qc was then in acceptable range. Hotline had the customer clean the electrolyte injection cup (eic) and perform routine monthly maintenance. This resolved the issue. A field service engineer (fse) was dispatched to inspected the instrument and verify performance. The fse did additional flow-cell cleaning and confirmed performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The results were reported out of the lab. When qc was out low, the customer performed troubleshooting. Once the issue was resolved, 42 patient samples were rerun, and 24 were amended. As of (B)(6) 2011, the lab has not had any reports of patient treatment being impacted by the false results reported.